Manufacturer narrative:
The customers report was not replicated or confirmed. Review of the device activity log showed all self tests recorded throughout the day as "passed". The log did not show any evidence of the customer's report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient, the device failed the power on self test. No further information was available. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.